Event description:
Caller indicated the relion micro was giving variable readings. Customer typically wakes up and tests, results are typically between 112 and 119. Customer then eats breakfast and takes medication, metformin. He had discontinued using glyburide at his doctor's recommendation due to his fasting readings leveling off to 112 to 119. The customer typically takes a reading 2 hours after breakfast which usually read between 121 and 130. During this incident the customer felt his fasting reading was higher than normal, 143 mg/dl. The customer treated himself with metformin and glyburide; the customer felt his reading had been 'weird' for some time and had been taking reading and the averaging them to get what he felt was a more accurate reflection of his blood glucose levels. During this incident he felt the reading of 143 was too high and that is why he treated himself with the glyburide. Two and half hours after eating and treating himself the customer experienced symptoms of shaking, sweating, racing heart and shortness of breath similar to anxiety attack. The customer tested and received a result of 102, which he felt was too high and was not concordant with his symptoms. The customer then took two more tests each within a minute's time from each other with results of 94 and 68. Improper storage and controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.